Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 14 atm's on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The patient was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in the mid-lad coronary artery. The procedure was successfully completed. Patient status is reported as 'good'.